Manufacturer narrative:
The device in question will not be returned to the manufacturer for evaluation because it remains implanted. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.

Event description:
It was reported to boston scientific in 2006, an adverse event occurring during an aneurysm coiling procedure of the brain. It was reported that "the aneurysm ruptured during coil deployment. Kept pushing and finally able to fully deploy coil to close aneurysm." It was reported that the procedure was completed with this device, that there were no patient complications and that the patient condition is fine.